Event description:
The customer said he cut his thumb on the metal belt clip of the tens unit. The belt clip has a razor sharp edge. The belt clip of this tens 7000 unit has very sharp edges. The user sliced his thumb while clipping the unit to the belt/waist band. The sharp edge is not of perimeter, but on the punched-out opening of the belt clip. The edge was not filed or ground down. The cut was bad enough to require a stitch, however, the user declined. The user stated that the outcome of the cut could have been worse had he been older.